Manufacturer narrative:
The event was observed on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps had a crack. This was detected before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual device and two companion samples were received for evaluation in two open pouches. A visual inspection was performed and noted a crack on the rim in one of the minicap. Functional testing were performed but failed the leak test. A visual inspection and functional testing were performed on two minicaps with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.